Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited out of range increased impedance to high levels. Capture threshold also increased to high measurements. Reprogramming will be performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and impedance trend was rising. Rv pace impedance remains greater than 2000 ohms after (B)(4) 2015. Rv pace impedance steady at approximately 477 ohms through (B)(4) 2015, steadily rises to greater than 2000 ohms by (B)(4) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited infinite impedance readings. The lead was capped and replaced. No patient complications have been reported as a result of this event.